Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports the event of "mottled and purple skin suggestive of vascular event in the region and adjacent areas such as 1/2 of the nose and cheek¿ immediately after 1 ml juvéderm® volift¿ with lidocaine injection to the nasolabial fold. Treatment included warm compresses, corticoid and antibiotic provided after 8 hours of symptoms evolution. Hyaluronidase administered after 24 hours [of symptoms evolution]. Symptoms are ongoing at this time. Event caused a non aesthetic and extensive lesion.